Event description:
This incident was initially reported to the manufacturer by the patient with additional details provided by the contact lens prescribing and treating eye care provider, however, to date available information remain limited. The patient reports that the contact lenses are becoming damaged during use and are resulting in unspecified ocular infections; type, severity, and treatments not indicated. The patient also indicates that she is a high myope, legally blind without vision correction in the right (od) eye. Follow-up with the eye care provider revealed that the patient has frequent lens damage and has been seen for unspecified medical care related to these occurrences. The physician that the lens damage is a result of user error/patient handling associated with their poor vision requiring the high myopia correction, and that the infections the patient has experienced are not caused by the contact lenses. As such, the physician has declined to provide additional information on the nature, severity, or treatment of the reported infections experienced by the patient. This incident is being reported in an abundance of caution due to the indication of ocular infection of unknown nature, severity, or treatment, and the potential for serious or permanent injury, or medical intervention or medication to prevent or preclude such occurrence, associated with some ocular infections. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no manufacturers investigation could be completed. Given the lack of available event and device details, no root cause established. No relationship between the coopervision device and the incident can be confirmed.